Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The shaft, collar, and tip were microscopically examined. The shaft was detached/separated at the collar. The polytetrafluoroethylene (ptfe) was pulled out of the collar and was attached to the distal shaft. There were numerous kinks throughout the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that it was difficult to advance a stent through the device, the stent became damaged, and the collar was not smooth. The target lesion was located in a moderately tortuous and calcified left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, device was placed in the target lesion. When a non bsc stent was delivered through the guidezilla, it could not cross through the collar of the device. Then physician removed the non bsc stent and noted it was distorted at its distal edge. The device was removed as well and it was noted that the collar was not smooth. The procedure was completed with a different device. No patient complications reported and patient's status was stable. However, device analysis revealed that the shaft was detached/ separated at the collar.